Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported his adc freestyle libre reader wasn't working, noting it would not turn on. He further reported that on (B)(6) 2018 he ¿could not stand and had no sensation in (his) legs¿, but could not perform a test. Paramedics were called and upon arrival received a reading of ¿0.51 mg/dl¿ (51 mg/dl) on their meter and treated the customer with a glucagon injection. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Visual inspection performed on the returned reader, no obvious defects observed. Reader did not turn on with button after charging. Reader did not turn on after usb cable insertion. De-cased reader. Performed visual inspection on the pcb, observed corrosion caused by liquid ingress. This would affect the majority of functions the reader performs. Also observed red dot on moisture detector. This complaint is not confirmed due to issue.

Event description:
Customer reported his adc freestyle libre reader wasn¿t working, noting it would not turn on. He further reported that on (B)(6) 2018 he ¿could not stand and had no sensation in (his) legs¿, but could not perform a test. Paramedics were called and upon arrival received a reading of ¿0.51 mg/dl¿ (51 mg/dl) on their meter and treated the customer with a glucagon injection. No additional treatment was reported. There was no report of death or permanent injury associated with this event.